Manufacturer narrative:
According to the customer while using the denture adhesive they had a 'seizure and swallowed both dentures and chipped their tooth'. After multiple attempts to contact the customer, no additional information has been provided at this time. The sample was requested but was not returned for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer while using the denture adhesive they had a 'seizure and swallowed both dentures and chipped their tooth'.